Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for failure was isolated to a pinched white wire at the connector. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.